Event description:
Powell t, staib l, liu b, bhatia s, chai t, ayyagari r. Voiding and storage domain-specific symptom score outcomes after prostate artery embolization for lower urinary tract symptoms and urinary retention. Urology. 2021;156:216-224. Doi:10.1016/j.urology.2021.02.046 medtronic literature review found reported of two grade-5 unrelated deaths (1% of patients) caused by fungemia in an immunocompromised patient and warfarin toxicity, penile skin ischemia managed conservatively (n = 1), presumed bladder ischemia requiring additional pain medication (n = 1), lower extremity deep vein thrombosis requiring anticoagulation (n = 2), there were 28 grade-2 events (12% of patients), including urinary tract infection (n = 12) or catheter associated urinary tract infection (n = 10) requiring oral antibiotic, medication reaction requiring oral therapy (n = 2), there were 39 self-limited grade-1 events (16% of patients) requiring no further management in association with prostate artery embolization. The purpose of this article was to characterize voiding and storage symptom domain-specific outcomes after prostate artery embolization (pae) to treat lower urinary tract symptoms (luts) or urinary retention caused by benign prostatic hyperplasia (bph). The authors reviewed two hundred and forty cases of patients treated for lower urinary tract symptoms (luts) or urinary retention (ur) using prostate artery embolization. Of the 240 patients, the average age was 74.5 years, all 240 patients were male. The article does not state any technical issues during use of the concerto coils. The following intra- or post-procedural outcomes were noted: two grade-5 unrelated deaths (1% of patients) caused by fungemia in an immunocompromised patient and warfarin toxicity penile skin ischemia managed conservatively (n = 1) presumed bladder ischemia requiring additional pain medication (n = 1) lower extremity deep vein thrombosis requiring anticoagulation (n = 2), there were 28 grade-2 events (12% of patients), including urinary tract infection (n = 12) or catheter associated urinary tract infection (n = 10) requiring oral antibiotic, medication reaction requiring oral therapy (n = 2) there were 39 self-limited grade-1 events (16% of patients) requiring no further management.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device fdd/annex a code corrected based on a file review. No new information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.